Event description:
Pt died. It is unclear if death was related in any way to the device. In an abundance of caution facility is reporting such. Pt brought into emergency department for multiple stab wounds of chest. Required thoracotomy. Found to have tears in the aorta and active bleeding. Large amount of blood in chest. The heart was empty. Pt became bradycardic and open heart massage initiated. Intrathoracic defibrillation initially unsuccessful due to failure of the internal paddles to discharge. Another defibrillator utilized to regain coordinated sinus rhythm. Pt taken to or for emergent surgery and then to critical care. Several days post-op neurological evaluation diagnosed pt with an absence of cortical function. On 5/13 pt declared brain dead and was allowed to expire. Medical examiner notified. Preliminary report: cause of death due to complication.